Event description:
The customer had been receiving questionable tina-quant hemoglobin a1c gen.2 (hba1c) results on their c501 analyzer since november. The customer provided data for 26 patients, of which one had discrepant results. The patient's initial hba1c result was 10.9%. The sample was tested on the laboratory's other c501 analyzer, serial number (B)(4), and the result was 8.8%. The customer did not know which result was reported outside the laboratory as the correct result. The customer had not heard any complaints regarding patient results. There were no adverse events. The hba1c reagent lot number was 64946701 and the expiration date was 02/28/2013. The field service representative could not determine the cause. He performed mechanical, electrical, and fluidic checks of the instrument. He did performance testing on the instrument without failures.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. For the c501 analyzer with serial number (B)(4), refer to the medwatch with (B)(6).

Manufacturer narrative:
A specific root cause could not be determined due to the lack of information provided for investigation.